Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the device was started to give a chemical odor and the heater plate of the humidifier became extremely hot to touch. The patient also states that unplugged the device and plugged back in, there is no longer power. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. Minor contamination on the exterior and interior of device and its seals of the humidifier. Dirty inlet filters. Heater plate failure epoxy issue. There is no evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device was scrapped.